Event description:
Zenith three-piece endovascular graft was implanted in 2004. At a subsequent follow-up examination a distal type I endoleak was viewed on the contralateral side. In 2004 an iliac leg graft was deployed within the initial leg graft, extending the distal landing zone and securing a seal of the vessel. A collateral vessel in close proximity to the left internal iliac artery was embolized prior to the deployment of the leg graft. Procedure was concluded with the final angiogram noting a resolve to the endoleak.